Manufacturer narrative:
The customer complaints lab received one open sample attached to a 3ml syringe. The sample was visually inspected and the needle hub was found to be cracked. A review of the device history record revealed defects for burns, flash, and discoloration for the reported lot # 6152995. These defects would cause breakage. Bd was able to confirm the customer¿s indicated failure as a manufacturing deficiency. A formal CAPA has not been initiated and a situation analysis, (B)(4), has been opened to address this issue.

Event description:
It was reported that several 18 g x 1 in. Bd¿ general use sterile hypodermic needles separated from the hub when being attached to a syringe or when being used with a vial. There was no report of injury or medical intervention.